Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Reportedly, four prostyle devices were pre-placed. However, one of the sutures was deployed on the anterior and posterior wall of the artery, causing it to become occluded and stopping blood flow. Therefore, surgical intervention was performed to restore blood flow. A clinically significant delay was noted due to the occlusion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.